Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included: general anesthesia on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, 8 months 28 days after insertion of essure (ess205), the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced ovarian cyst ("ovaries were normal with functional cysts"). On (B)(6) 2009, the patient experienced rash ("facial break outs"). On (B)(6) 2009, the patient experienced hydrometra ("fluid in part of uterus") and cervical cyst ("nabothian cyst"). On (B)(6) 2011, the patient experienced rash erythematous ("rashes/ itching, painful body rash") with skin warm. On an unknown date, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy, dilation and curettage and novasure endometrial ablation on (B)(6) 2011). At the time of the report, the menometrorrhagia, fatigue, ovarian cyst, hydrometra and cervical cyst outcome was unknown and the abdominal pain, rash, dysmenorrhoea and rash erythematous had not resolved. The reporter considered abdominal pain, cervical cyst, dysmenorrhoea, fatigue, hydrometra, menometrorrhagia, ovarian cyst, rash and rash erythematous to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced the reported combination of symptoms while not on birth control. On (B)(6) 2008, her periods had become more irregular. On (B)(6) 2008, her menstrual cycle was irregular. On (B)(6) 2011, she reported that the birth control pills were no longer controlling her frequent menstruation. She has sought years of treatment for her abdominal pain of unknown origin. Unfortunately, her physicians were not able to find the cause of her symptoms, as they persisted despite constant treatment and medicinal therapy. She continues to suffer from symptoms caused by essure and has noticed an increase in her rashes. Plaintiff is seeking additional treatment to verify a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion confirmed laparoscopy - on (B)(6) 2008: no evidence of protrusion or erosion of essure ultrasound scan vagina - on (B)(6) 2009: fluid in part of uterus and nabothian cysts. On (B)(6) 2008, laparoscopic examination of the pelvic organs was performed which revealed that the ovaries were normal with functional cysts. On (B)(6) 2009 transvaginal ultrasound revealed normal ovaries. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality-safety evaluation of product technical complaint: company causality comment: a (B)(6) female plaintiff had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and experienced menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots. A hysteroscopy, dilation and curettage and novasure endometrial ablation was performed on (B)(6) 2011. The event is regarded as anticipated according to the reference safety information for essure. Menses pattern changes may occur following essure insertion procedure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was classified as incident because surgical intervention was performed. Additionally, non-serious events were reported. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic'), menometrorrhagia ('menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder: type of disorder: unspecified') in a 33-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, recurrent abortion, vaginitis chlamydial, renal stone removal, low back pain, irritable bowel syndrome, hypothyroidism, plantar fasciitis, chronic kidney disease, allergic rhinitis and generalized anxiety disorder. Plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. Concurrent conditions included urinary frequency, kidney stones, urge incontinence, bladder spasm, bladder pain and hydronephrosis. Concomitant products included drospirenone + ethinylestradiol (yaz). In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), 8 months 28 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/pain: abdominal"). On (B)(6) 2008, the patient experienced ovarian cyst ("ovaries were normal with functional cysts"). On (B)(6) 2009, the patient experienced rash ("facial break outs"). On (B)(6) 2009, the patient experienced hydrometra ("fluid in part of uterus") and cervical cyst ("nabothian cyst"). On 5-aug-2011, the patient experienced rash erythematous ("rashes/ itching, painful body rash") with skin warm. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("severe dysmenorrhea"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping,"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), autoimmune disorder (seriousness criterion medically significant) and allergy to metals ("nickel allergy"). The patient was treated with oral contraceptive nos and surgery (laparoscopic bilateral removal of essure devices and bilateral salpingectomy and hysteroscopy, dilation and curettage and novasure endometrial ablation on (B)(6) 2011). Essure (ess205) was removed in (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, fatigue, ovarian cyst, hydrometra, cervical cyst, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, autoimmune disorder and allergy to metals outcome was unknown and the abdominal pain, rash, dysmenorrhoea and rash erythematous had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, cervical cyst, dysmenorrhoea, fatigue, genital haemorrhage, hydrometra, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, rash, rash erythematous, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2008 laparoscopic examination of the pelvic organs was performed which revealed that the ovaries were normal with functional cysts before essure, plaintiff had not experienced the reported combination of symptoms while not on birth control. On (B)(6) 2008 her periods had become more irregular. On (B)(6) 2008 her menstrual cycle was irregular. On (B)(6) 2011 she reported that the birth control pills were no longer controlling her frequent menstruation. She has sought years of treatment for her abdominal pain of unknown origin. Unfortunately, her physicians were not able to find the cause of her symptoms, as they persisted despite constant treatment and medicinal therapy. She continues to suffer from symptoms caused by essure and has noticed an increase in her rashes. Plaintiff is seeking additional treatment to verify a nickel allergy. Per medical record: on (B)(6) 2017: patient may have remnant essure coils present, which I suspect to be the case as coils in place over 5 years would not be removed aside form a hysterectomy plus location of objects on ultrasound is consistent with bilateral cornual areas. Even bilateral salpingectomy would not remove properly placed coils as a portion of the coils remains in the portion of the tube in the uterine wall. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2007: results: bilateral tubal occlusion confirmed. Laparoscopy - on (B)(6) 2008: results: no evidence of protrusion or erosion of essure. Ultrasound scan vagina - on (B)(6) 2009: results: fluid in part of uterus and nabothian cysts. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: vaginal bleeding, menorrhagia, fatigue, abdominal pain." Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-may-2019: reporter information was added. This case concerns 33 year old patient. Her demographic was updated. Her historical/concurrent condition was added. Lab data was added. Essure indication was amended. Essure removal date was added. Her concomitant medication was added. Per plaintiff fact sheet following events: abnormal bleeding (vaginal, menorrhagia), autoimmune disorder: type of disorder: unspecified and nickel allergy were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots") and genital haemorrhage ("heavy abnormal bleeding") in a 42-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), 8 months 28 days after insertion of essure (ess205). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced ovarian cyst ("ovaries were normal with functional cysts"). On (B)(6) 2009, the patient experienced rash ("facial break outs"). On (B)(6) 2009, the patient experienced hydrometra ("fluid in part of uterus") and cervical cyst ("nabothian cyst"). On (B)(6) 2011, the patient experienced rash erythematous ("rashes/ itching, painful body rash") with skin warm. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("severe dysmenorrhea"), pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy, dilation and curettage and novasure endometrial ablation on (B)(6) 2011). At the time of the report, the menometrorrhagia, genital haemorrhage, fatigue, ovarian cyst, hydrometra, cervical cyst, pelvic pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the abdominal pain, rash, dysmenorrhoea and rash erythematous had not resolved. The reporter considered abdominal pain, abdominal pain lower, cervical cyst, dysmenorrhoea, fatigue, genital haemorrhage, hydrometra, menometrorrhagia, ovarian cyst, pelvic pain, rash, rash erythematous and vulvovaginal pain to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced the reported combination of symptoms while not on birth control. On (B)(6) 2008 her periods had become more irregular. On (B)(6) 2008 her menstrual cycle was irregular. On (B)(6) 2011 she reported that the birth control pills were no longer controlling her frequent menstruation. She has sought years of treatment for her abdominal pain of unknown origin. Unfortunately, her physicians were not able to find the cause of her symptoms, as they persisted despite constant treatment and medicinal therapy. She continues to suffer from symptoms caused by essure and has noticed an increase in her rashes. Plaintiff is seeking additional treatment to verify a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral tubal occlusion confirmed. Laparoscopy - on (B)(6) 2008: results: no evidence of protrusion or erosion of essure. Ultrasound scan vagina - on (B)(6) 2009: results: fluid in part of uterus and nabothian cysts. Diagnostic results: on (B)(6) 2008 laparoscopic examination of the pelvic organs was performed which revealed that the ovaries were normal with functional cysts. On (B)(6) 2009 transvaginal ultrasound revealed normal ovaries. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 20-nov-2018: summons received -events pelvic pain, abdominal pain, vaginal pain, severe cramping, heavy abnormal bleeding were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic'), menometrorrhagia ('menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots') and genital haemorrhage ('heavy abnormal bleeding') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia from 2010 to 2017, multigravida, parity 4, recurrent abortion, vaginitis chlamydial, renal stone removal, low back pain, irritable bowel syndrome, hypothyroidism, plantar fasciitis, chronic kidney disease, allergic rhinitis, generalized anxiety disorder, tobacco abuse, panic disorder, upper back pain, obesity, plantar fasciitis, d & c, cesarean section and cholecystectomy. Plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. Concurrent conditions included chronic cystitis since 2010, urinary frequency, kidney stones, urge incontinence, bladder spasm, bladder pain and hydronephrosis. Concomitant products included diazepam (valium) since 2010, drospirenone + ethinylestradiol (yaz), gabapentin since 2013, hydroxyzine since 2015, levothyroxine sodium (synthroid) since 2005 and oxycodone hydrochloride;paracetamol (percocet) since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), autoimmune disorder ("autoimmune disorder: type of disorder: unspecified") and allergy to metals ("nickel allergy"), 9 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/pain: abdominal"). On (B)(6) 2008, the patient experienced ovarian cyst ("ovaries were normal with functional cysts"). On (B)(6) 2009, the patient experienced rash ("facial break outs"). On (B)(6) 2009, the patient experienced hydrometra ("fluid in part of uterus") and cervical cyst ("nabothian cyst"). On (B)(6) 2011, the patient experienced rash erythematous ("rashes/ itching, painful body rash") with skin warm. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), dysmenorrhoea ("severe dysmenorrhea"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with oral contraceptive nos and surgery (laparoscopic bilateral removal of essure devices and bilateral salpingectomy and hysteroscopy, dilation and curettage and novasure endometrial ablation on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, fatigue, ovarian cyst, hydrometra, cervical cyst, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, heavy menstrual bleeding, autoimmune disorder and allergy to metals outcome was unknown and the abdominal pain, rash, dysmenorrhoea and rash erythematous had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, cervical cyst, dysmenorrhoea, fatigue, genital haemorrhage, heavy menstrual bleeding, hydrometra, menometrorrhagia, ovarian cyst, pelvic pain, rash, rash erythematous, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2008 laparoscopic examination of the pelvic organs was performed which revealed that the ovaries were normal with functional cysts before essure, plaintiff had not experienced the reported combination of symptoms while not on birth control. On (B)(6) 2008 her periods had become more irregular. On (B)(6) 2008 her menstrual cycle was irregular. On (B)(6) 2011 she reported that the birth control pills were no longer controlling her frequent menstruation. She has sought years of treatment for her abdominal pain of unknown origin. Unfortunately, her physicians were not able to find the cause of her symptoms, as they persisted despite constant treatment and medicinal therapy. She continues to suffer from symptoms caused by essure and has noticed an increase in her rashes. Plaintiff is seeking additional treatment to verify a nickel allergy. Per medical record: on (B)(6) 2017: patient may have remnant essure coils present, which I suspect to be the case as coils in place over 5 years would not be removed aside form a hysterectomy plus location of objects on ultrasound is consistent with bilateral cornual areas. Even bilateral salpingectomy would not remove properly placed coils as a portion of the coils remains in the portion of the tube in the uterine wall. Discrepancy noted in removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral tubal occlusion confirmed. Laparoscopy - on (B)(6) 2008: results: no evidence of protrusion or erosion of essure. Ultrasound scan vagina - on (B)(6) 2009: results: fluid in part of uterus and nabothian cysts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain: pelvic'), menometrorrhagia ('menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots') and genital haemorrhage ('heavy abnormal bleeding') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia from 2010 to 2017, multigravida, parity 4, recurrent abortion, vaginitis chlamydial, renal stone removal, low back pain, irritable bowel syndrome, hypothyroidism, plantar fasciitis, chronic kidney disease, allergic rhinitis, generalized anxiety disorder, tobacco abuse, panic disorder, upper back pain, obesity, plantar fasciitis, d & c, cesarean section and cholecystectomy. Plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. Concurrent conditions included chronic cystitis since 2010, urinary frequency, kidney stones, urge incontinence, bladder spasm, bladder pain and hydronephrosis. Concomitant products included diazepam (valium) since 2010, drospirenone + ethinylestradiol (yaz), gabapentin since 2013, hydroxyzine since 2015, levothyroxine sodium (synthroid) since 2005 and oxycodone hydrochloride; paracetamol (percocet) since 2010. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), autoimmune disorder ("autoimmune disorder: type of disorder: unspecified") and allergy to metals ("nickel allergy"), 9 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain/pain: abdominal"). On (B)(6) 2008, the patient experienced ovarian cyst ("ovaries were normal with functional cysts"). On (B)(6) 2009, the patient experienced rash ("facial break outs"). On (B)(6) 2009, the patient experienced hydrometra ("fluid in part of uterus") and cervical cyst ("nabothian cyst"). On (B)(6) 2011, the patient experienced rash erythematous ("rashes/ itching, painful body rash") with skin warm. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), dysmenorrhoea ("severe dysmenorrhea"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping,"). The patient was treated with oral contraceptive nos and surgery (laparoscopic bilateral removal of essure devices and bilateral salpingectomy and hysteroscopy, dilation and curettage and novasure endometrial ablation on (B)(6) 2011). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, genital haemorrhage, fatigue, ovarian cyst, hydrometra, cervical cyst, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, autoimmune disorder and allergy to metals outcome was unknown and the abdominal pain, rash, dysmenorrhoea and rash erythematous had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, cervical cyst, dysmenorrhoea, fatigue, genital haemorrhage, hydrometra, menometrorrhagia, menorrhagia, ovarian cyst, pelvic pain, rash, rash erythematous, vaginal haemorrhage and vulvovaginal pain to be related to essure (ess205). The reporter commented: on (B)(6) 2008 laparoscopic examination of the pelvic organs was performed which revealed that the ovaries were normal with functional cysts. Before essure, plaintiff had not experienced the reported combination of symptoms while not on birth control. On (B)(6) 2008 her periods had become more irregular. On (B)(6) 2008 her menstrual cycle was irregular. On (B)(6) 2011 she reported that the birth control pills were no longer controlling her frequent menstruation. She has sought years of treatment for her abdominal pain of unknown origin. Unfortunately, her physicians were not able to find the cause of her symptoms, as they persisted despite constant treatment and medicinal therapy. She continues to suffer from symptoms caused by essure and has noticed an increase in her rashes. Plaintiff is seeking additional treatment to verify a nickel allergy. Per medical record: on (B)(6) 2017: patient may have remnant essure coils present, which I suspect to be the case as coils in place over 5 years would not be removed aside form a hysterectomy plus location of objects on ultrasound is consistent with bilateral cornual areas. Even bilateral salpingectomy would not remove properly placed coils as a portion of the coils remains in the portion of the tube in the uterine wall. Discrepancy noted in removal date- (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: bilateral tubal occlusion confirmed. Laparoscopy - on (B)(6) 2008: results: no evidence of protrusion or erosion of essure. Ultrasound scan vagina - on (B)(6) 2009: results: fluid in part of uterus and nabothian cysts. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ("menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff's menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for an unreported indication: general anesthesia on (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, 8 months 28 days after insertion of essure (ess205), the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2008, the patient experienced ovarian cyst ("ovaries were normal with functional cysts"). On (B)(6) 2009, the patient experienced rash ("facial break outs"). On (B)(6) 2009, the patient experienced hydrometra ("fluid in part of uterus") and cervical cyst ("nabothian cyst"). On (B)(6) 2011, the patient experienced rash erythematous ("rashes/ itching, painful body rash") with skin warm. On an unknown date, the patient experienced fatigue ("fatigue") and dysmenorrhoea ("severe dysmenorrhea"). The patient was treated with oral contraceptive nos and surgery (hysteroscopy, dilation and curettage and novasure endometrial ablation on (B)(6) 2011). At the time of the report, the menometrorrhagia, fatigue, ovarian cyst, hydrometra and cervical cyst outcome was unknown and the abdominal pain, rash, dysmenorrhoea and rash erythematous had not resolved. The reporter considered abdominal pain, cervical cyst, dysmenorrhoea, fatigue, hydrometra, menometrorrhagia, ovarian cyst, rash and rash erythematous to be related to essure (ess205). The reporter commented: before essure, plaintiff had not experienced the reported combination of symptoms while not on birth control. On (B)(6) 2008 her periods had become more irregular. On (B)(6) 2008 her menstrual cycle was irregular. On (B)(6) 2011 she reported that the birth control pills were no longer controlling her frequent menstruation. She has sought years of treatment for her abdominal pain of unknown origin. Unfortunately, her physicians were not able to find the cause of her symptoms, as they persisted despite constant treatment and medicinal therapy. She continues to suffer from symptoms caused by essure and has noticed an increase in her rashes. Plaintiff is seeking additional treatment to verify a nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion confirmed laparoscopy - on (B)(6) 2008: no evidence of protrusion or erosion of essure ultrasound scan vagina - on (B)(6) 2009: fluid in part of uterus and nabothian cysts on (B)(6) 2008 laparoscopic examination of the pelvic organs was performed which revealed that the ovaries were normal with functional cysts. On (B)(6) 2009 transvaginal ultrasound revealed normal ovaries. Company causality comment: a (B)(6) female plaintiff had essure (fallopian tube occlusion insert) inserted on (B)(6) 2007 and experienced menometrorrhagia/ spotting and heavy bleeding/ periods had become more irregular/ very heavy periods with large clots. A hysteroscopy, dilation and curettage and novasure endometrial ablation was performed on (B)(6) 2011. The event is regarded as anticipated according to the reference safety information for essure. Menses pattern changes may occur following essure insertion procedure. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was classified as incident because surgical intervention was performed. Additionally, non-serious events were reported. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.